Manufacturer narrative:
Review of programming/device diagnostic history.

Event description:
In review of the MFR's programming history database it was noticed that the pt came into an appointment at intentional setting characteristic of an incomplete diagnostics. There are diagnostics that were run at the previous appointment was no final interrogation.